Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion with moderate tortuosity and moderate calcification in the distal circumflex artery. After pre-dilating with an unspecified balloon catheter, a 2.75x38mm xience xpedition rx stent delivery system (sds) was advanced toward the target lesion and failed to cross. The shaft separated into 2 pieces and the device was removed from the patient anatomy without issue. A same size xience xpedition was used to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.